Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 1.2; retest inratio: 1.8; retest #2 inratio: 2.6. Date: (B)(6) 2011; poc meter: 3.3. Pt's target therapeutic range is 2.0-2.8.